Event description:
Customer reports she used nexcare liquid bandage spray on her (B)(6) son on (B)(6) 2012 to cover a scrape from swimming in the pool. Reportedly he cleaned the area with antibacterial soap, let it dry, and then used liquid bandage spray. She stated two days later ((B)(6) 2012) her son was not feeling well. They went to the doctor who admitted the son to the hosp for 3 days for possible cellulitis and treated with IV antibiotics. The doctor said the product could have trapped bacteria but did not state the infection was a direct result from using the product.

Manufacturer narrative:
Product is labeled: "contents of bottle of sterile until opened or used." Caution: do not use on large, deep or puncture wounds, serious burns or animal bites. If there are any signs of infection such as fever, pain, redness, swelling, itching, rash or burning, discontinue use and consider contacting a health care provider. For external use only. Keep out of reach of children. Avoid spraying near eyes. Not for use on chronic skin conditions. Directions: wash wound thoroughly. Make sure wound is clean and dry. Do not apply ointment, cream or lotion. Hold bottle of nexcare no sting liquid bandage spray 1 inch from the wound and spray on a coat that covers the wound. Allow to dry. Takes about 30 seconds. Apply additional coats if needed and allow to dry. Replace cap after use. Reapply as necessary. (B)(4).